Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0jqyg, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The parkinson's disease patient reportedly "felt poor effect recently" at the time of report. The patient's device reportedly "could not control rigidity and tremor" and "the effect of the therapy was not good after the surgery" to implant the device. The patient was reprogrammed as a result, but "the effect was not good." The patient underwent MRI examination and it was found "the position of the lead was not good." It was noted "the parameter of the lead was normal in the surgery" to implant the device. The patient's lead was replaced on (B)(6) 2015 as a result of the event and the patient was "good" following the replacement. A supplemental report will be filed if additional information is received.